Event description:
Report received of the inability to administer drugs through the clave port. The customer reported that a nurse was attempting to deliver pitocin as a secondary infusion via the clave port. The location of the clave port on the primary line administration set was unspecified. The pitocin was to be infused at an unspecified rate via an unspecified plum pump and unspecified plumset administration set. Upon the start of the infusion, the pump alarmed with a "too much pressure" alarm. The alarm condition could not be bypassed. The pump was taken out of service and therapy was to resume on a replacement pump. Upon the restart of the infusion, the replacement pump alarmed with a "too much pressure" alarm. The nurse attempted to administer saline through the clave port with a syringe, and it could not be delivered through the port. The tubing was changed and therapy resumed on the same pump without further incident. The customer reported that there was a 1/2 hour delay in therapy, but that the pitocin was not a critical medication for this pt. There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional information was provided.